Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to insulin pump was exposed to moisture and multi alarms occurred with blood glucose of 14.5 mmol/l. The customer was treated with manual injection. It was reported that insulin pump was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage found inside reservoir compartment, battery tube or on electronic assembly. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, low battery, power loss alarm, replace battery alert and replace battery now alarm due to non-sleep anomaly software error.